Event description:
Per complaint (B)(4), the coping was unable to be removed during dental implant placement. The coping stripped and the driver was unable to be placed. The implant was explanted on the same day. No adverse consequences were reported.